Event description:
Reporter indicated that pt is to have her vns therapy system explanted due to chest pain and a lack of efficacy from the device. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected.